Event description:
The duett sealing device was deployed following an interventional procedure (via the right common femoral artery, 7f sheath). The deployment was reported as unremarkable. About 10-15 min. Post deployment, the pt's abdomen appeared distended and the pt became hemodynamically compromised. Manual compression was applied to the site, and the pt was transfused. After stabilization, a CT scan confirmed a retroperitoneal bleed, which was surgically repaired. The event was resolved and the pt recovered without any further complications.